Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 429678 lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that eleven months after implant the patient developed endocarditis. The implantable cardiac defibrillator (ICD) and leads were explanted. The patient is enrolled in the markers and response to crt (marc) clinical study. No further patient complications have been reported as a result of this event.